Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The device was visually inspected, functionally tested and the alarm log was reviewed. The reported condition of an f-94 alarm was confirmed. The cause of the reported condition was due to a damaged main battery. To correct the issue the battery was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump presented an f-94 alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.